Event description:
It was reported that a patient underwent a plf procedure at th12-l2 and l5-iliac to treat l1 trauma and sacral fractures. It was reported that after the final tightening of a crosslink's setscrews, the surgeon decided to reposition the right l5 screw. During removal of a rod setscrew in the crosslink, the tip of the driver broke off. The fragment remained in the rod setscrew head, and could not be retrieved. Per the report, the surgeon was able to reposition the right l5 screw successfully. Although the fragment is remaining in the patient, no additional patient complications were reported.

Manufacturer narrative:
Product analysis evaluation results: it was visually confirmed that approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness was found to be within print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with material just below the fracture surface plastically deformed.

Manufacturer narrative:
Unretrievable device fragment (udf). (B)(6). (B)(4) (device fragments in patient), (B)(4) (break). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.